Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown ethnicity was implanted with an impella cp device for mechanical circulatory support following surgery for a coronary artery bypass graft that had been supported by an impella 5.5. The surgeon implanted the impella cp after removing the impella 5.5 to unload the left ventricle and relieve stress on a newly placed ventricular patch. It was reported after the impella cp insertion, the initial placement of the device left the impella entangled in the mitral valve apparatus. The physician attempted to adjust the placement of the impella, but the device crossed back into the aortic valve and the physician was unable to recross the impella back into the ventricle. The impella cp was removed from the patient, re-wired, was successfully re-inserted, and was placed with a good position into the left ventricle. The impella was then ramped up in auto mode and achieved good flows. Following surgical closure, the impella appeared to have moved back and showed shallow position via transesophageal echocardiography (tee), so the device was repositioned by the physician. Tee showed the device to be slightly shallow at about 2cm from inlet to the aortic annulus, but the physician declined to reposition the impella further, as they did not want to risk damage to the ventricular patch. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.